Event description:
A medical doctor reported that the needle was found "unfixed" and moved back and forth with the inner cutter during surgery. The issue was resolved after replacing the product with another. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).